Event description:
It was reported by the site that a pt has been referred for lead revision surgery due to high impedance. No other info was received regarding the event. It is unclear at this time what has caused the high impedance. Good faith attempts to obtain additional info have been unsuccessful date.

Manufacturer narrative:
Device malfunction is suspected, but did not contributed to a death or serious injury.